Event description:
The hosp staff in the evoked potential lab have complained that the electrodes occasionally do not adhere to the pts adequately. The reporter expressed concern that the pts may require more energy for cardioversions if the electrode is not fully in contact with the pt's skin. The reporter also expressed concern regarding the potential for skin burns should a shock he administered with the electrode in partial contact with the pt. The reporter indicated that pts with large chests, especially barrel chested, are worse. The electrode that reportedly has problems adhering is the one placed on the lower left chest wall (below the nipple).